Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had to undergo a revision surgery the same day as the initial surgery due to the poly not seating correctly and dislocating in the recovery room post-op.

Manufacturer narrative:
The reported event was confirmed, bases on the evaluation done by hcp on provided x-ray images. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, design & manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. However, on the available x-rays medical opinion was sought from an experienced independent medical expert as below, ¿the image shows that the metal ring is projected outside the humeral tray and there is a clear confirmation of polyethylene insert dislocation from the humeral tray. All other implant components are intact and in a good position. Because of the polyethylene insert dislocation the shoulder is subluxated¿. Based on investigation, definitive root cause could not be determined with the available x-ray image. The most probable causes are improper intraoperative assembly of the polyethylene insert in the humeral tray because of improper alignment during impaction, interposition of fluid or tissue or parts of surgical gauze. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient had to undergo a revision surgery the same day as the initial surgery due to the poly not seating correctly and dislocating in the recovery room post-op.